Manufacturer narrative:
The device was received with both seal broken on plunger assembly and cracked on right plunger case otherwise no appearance of any physical damaged. Motor not running during the occlusion testing also the wire on the lcd display broken during repairs. The device history report showed force sensor test error. The device was tested using the power up process check and test force sensor. Force sensor test error was found at power up process and failed force sensor reading, at 0.00 lbs. The force reading is -1.10 lbs. And the count is 0.00 (when the force at 0.00 lbs. The count should be in 30s). The testing concluded missing plunger gear cam inside plunger assembly which is causing the force sensor out of calibration. The root case was attributed to incorrect assembly by customer. The tech added plunger gear cam and reassembled the whole plunger assembly. Performed force sensor test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device force motor error. No patient injury reported.